Event description:
It was reported to philips that the system would not start up, it was stuck at 00:00. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the system does not boot up and stuck up at 00:00. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system and found that the flex vision 2 pc was unable to boot due to a defective power supply in the flex vision pc and no power to hdd. To resolve the issue, fse replaced flex vision pc. The fse mounted the hard drive (hdd) from the defective pc in the new pc, but system showing same error. Fse reinstalled a new hdd but could not install software as it was found defective on arrival. To resolve the issue, fse mounted old hdd and reloaded operating system (os) and application software. The defective parts were returned for analysis, for flexvision pc, flexvision pc was not receiving power malfunction was observed, cause traced to power supply to flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.